Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 7001994, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was replaced and repositioned. The patient was doing well postoperatively. No device malfunction was suspected.